Event description:
It was reported that the patient experienced overdose symptoms. There was no confirmation of overdose symptoms from the hcp, and as previously reported the only issue with this device reported by the hcp was edema post implant.

Event description:
Patient reported that following a refill, they felt dizzy and sick to their stomach. Patient stated they experienced the following symptoms: difficulty walking, altered mental status, lightheadedness, nausea, loss of consciousness and withdrawal. This required physician intervention either through hospital admittance or titration of medication. Patient stated this has been resolved. The pump was delivering clonidine, bupivacaine, baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
Additional information received reported the only issue the patient ever had with this device was edema post implant. The pump was implanted on (B)(6) 2005. The device system was used to deliver dilaudid, bupivacaine, and clonidine. On (B)(6) 2005, the patient's dilaudid dose was decreased and the patient was discharged from the hospital 3 days after implant. That evening the patient called his physician's office complaining of bilateral lower extremity edema. A prescription for hydrochlorothiazide (hctz) was called into the patient's pharmacy to manage the patient's swelling. It was reported the patient was instructed to go to his clinic the next day, but the patient did not show up until (B)(6) 2005. The patient's dose was then decreased. The patient returned to his clinic on (B)(6) 2005, and his dose was increased. It was reported the patient returned 2 days later and it was decided to added compounded baclofen to the help manage spasticity caused by multiple sclerosis; dilaudid, bupivacaine, and clonidine remained in the pump. The patient continued to be followed by his physician and received steady increased until the patient moved and switched physicians. According to the clinic the patient "never had any complaints or complications."